Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 ca cannula broke off. The following information was provided by the initial reporter: material no:320555, batch no: 0057735. It was reported that the needle broke off in the injection site. Verbatim: consumer reported found 1 pen needle after injection needle break off in site. Denied reuse of needles. Needle broke off in ab area on (B)(6) 2021. Went to doctors for routine visit. Doctor advised a xray and completed on (B)(6) 2021. Doctor did not reveal the results as of yet. Possible doctor will call this consumer in a week with results and plan. Consumer discarded the hub of the pen needle.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 ca cannula broke off. The following information was provided by the initial reporter: material no:320555, batch no: 0057735. It was reported that the needle broke off in the injection site. Verbatim: consumer reported found 1 pen needle after injection needle break off in site. Denied reuse of needles. Needle broke off in ab area on (B)(6) 2021. Went to doctors for routine visit. Doctor advised a xray and completed on (B)(6) 2021. Doctor did not reveal the results as of yet. Possible doctor will call this consumer in a week with results and plan. Consumer discarded the hub of the pen needle.